Event description:
The report stated that the unit was returned from the or saying "not working properly". The biomedical engineer tested the generator and reported that the manual bipolar mode of the generator continued to activate after the biomed released the footpedal. Another footpedal was used and had the same results.

Manufacturer narrative:
Date of initial report: 10/16/2008. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.